Manufacturer narrative:
(B)(4): it was reported that following mesh insertion the patient experienced pain, infection, recurrence, bleeding, dyspareunia, urinary/ bowel problems, and worsening of fibromyalgia. It was also reported that patient underwent revision of cystocele and sling placement (miniarc) on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted; and on (B)(6) 2010, miniarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).